Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Insulin therapy resumed on its own.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.